Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not deflate. As a result, force was used to remove the balloon and the patient allegedly bled after removal. Once the catheter was removed, it was inflated, and an attempt to deflate was made; however, it still would not fully deflate. A syringe and extra saline were used. The patient allegedly experienced pain for 5 days after the removal of the catheter and insertion of the replacement catheter. The patient also allegedly experienced a uti, and bleeding, which were treated with antibiotics. It was reported that the treatment resolved the reported issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not deflate. As a result, force was used to remove the balloon and the patient allegedly bled for a while after removal. Once the catheter was removed, it was inflated, and an attempt to deflate was made; however, it still would not fully deflate. A syringe and extra saline were used. The patient allegedly still experienced pain five days after having the catheter removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not deflate. As a result, force was used to remove the balloon and the patient allegedly bled for a while after removal. Once the catheter was removed, it was inflated, and an attempt to deflate was made; however, it still would not fully deflate. A syringe and extra saline were used. The patient allegedly still experienced pain five days after having the catheter removed.

Manufacturer narrative:
Received 1 unopened lubri-sil silicone catheter. The reported event is unconfirmed, as the problem could not be reproduced. The visual inspection noted no obvious defects. During the functional evaluation, the returned sample was inflated with air and deflated without any problems. Afterwards, the catheter balloon was inflated with 10cc of a mix of tap water and blue methylene, using a syringe, and no resistance to inflate was found. Afterwards, the catheter was allowed to deflate on it's own using a syringe. Afterwards, the catheter was dissected at the bifurcation site and inflation notch area in order to verify any occlusion and no discrepancies were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon would not deflate. As a result, force was used to remove the balloon and the patient allegedly bled after removal. After the catheter was removed, it was inflated, and an attempt to deflate was made; however, it still would not fully deflate. A syringe and extra saline were used. The patient allegedly experienced pain for 5 days after the removal of the catheter and insertion of the replacement catheter. The patient also allegedly experienced a uti, and bleeding, which were treated with antibiotics. It was reported that the treatment resolved the reported issues.